Event description:
A vaxcel pasv PICC was placed for therapeutic purposes. In 2004, after the PICC line had been in place for two weeks, leaking was noticed just distal to the suture wing (where the catheter attaches to the suture wing). The PICC line was replaced.